Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 267.9 mcg/day via an implanted pump for intractable spasticity and multiple sclerosis. The gablofen lot number was ¿2163-114¿. The pump logs were checked and it was confirmed the alarm was heard due to low battery reset and the pump was in safe state. The reset occurred on (B)(6) 2016, but the patient noticed the alarm on (B)(6) 2016. Patient symptoms were not reported and the patient had no withdrawal symptoms. It was noted the patient did not even have to take oral medications. Additional information was received from the rep indicated the patient would be scheduled for a replacement soon. There were no other notifications that the pump had gone back into safe mode after being reset. The cause of the event was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-oct-2016 from a healthcare professional which indicated that the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.